Event description:
It was reported that a patient with a 25mm 11500a valve in the aortic position has a mild to moderate aortic insufficiency on pod#2. Patient to undergo follow up tee for evaluation for intervention.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. Like mr, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and or prior to protamine administration and is usually tolerated by patients. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.